Event description:
Procedure type: inguinal hernia repair. According to the reporter: upon inflating, the balloon would not inflate. Removed it and opened a new one. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).